Event description:
Pt implanted with mandible reconstruction plate and screws on (B)(6) 2009. Surgeon noted that plate was exposed and was coming through the soft tissue. It was reported that honey fusion was achieved, however, surgeon reported that it was sub-optimal and decided to augment the revision construct with subsequent bone graft. The plate and seven locking screws were removed on (B)(6) 2012 and pt was revised to a locking plate and bone graft. As per hospital policy, the explanted hardware will be discarded. This is the 2nd of 8 reports submitted on this event.

Manufacturer narrative:
Catalog #: a total of seven 2.4mm ti locking screws, self-tapping were implanted with the following range of catalog numbers: the exact catalog number is unk for each of the seven screws. (B)(4). Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.